Event description:
It was reported ongoing intermittent occlusion alarms occurred which have increased in frequency. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.